Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample run on a vitros 5600 system. Vitros troponin I es sample result = 0.434 ng/ml vs. Expected result <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient result was not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample run on a vitros 5600 system. The assignable root cause of the event is sub-optimal analyzer performance based on unacceptable precision test results. The investigation found no evidence to suggest that pre-analytical sample handling or vitros troponin I es reagent performance had contributed to the event.